Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited noise. The atrial lead was capped and replaced on 15 nov 2023. The patient was stable throughout.